Event description:
It was reported that the patient presented in clinic feeling weak and fatigued. It was noted that the patient had been involved in a car accident in (B)(6) 2017. It was noted that the patient developed an infection in the pocket. The complete system was explanted and a new device was implanted.

Manufacturer narrative:
The reported field report of infection was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.